Event description:
The customer reported that the air dermatome kit was "not cutting well." Additional clinical follow-up with the customer revealed that the device took a full thickness graft. No further details were available regarding the alleged event.

Manufacturer narrative:
The actual device was returned for evaluation. Visual examination revealed that the air hose was nicked. Functional tests were performed and it was determined that the motor speed was within specifications. The device was repaired and returned to the customer.